Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the subjected device was not returned and therefore, the defect of the device described by the user cannot be confirmed olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the plasma oval button electrode had a crack/ split in the metal. The issue occurred during an unknown procedure. There were no reports of patient harm.